Event description:
It was reported, the patient experienced seizures on two separate occasions. The patient states, his neurologist claims the seizures could have been caused by the scs system. The patient was advised to turn his scs system off, but the patient refuses to do so because of the pain relief the system provides.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.